Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0535fc. Lot no. 19k supplementary information was 13. The tissue pad was worn out, and it was partially torn and peeled off. There was a contact mark on the non-insulated area of the grasping section. This indicates that the non-insulated area came into contact with the distal end of the probe. There was a contact mark on the distal end of the probe. Also, there was a crack presented on the probe. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection] ultrasonic output [inspection] appearance based on condition of the subject device, a likely mechanism causing the reported phenomenon might be the following: 1. The ultrasonic output was activated while nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out, and partially torn. 2. Since the tissue pad was worn out and peeled off, the non-insulated area and the probe came into contact. 3. The ultrasonic output was activated while the non-insulated area and probe were contacting each other causing an error. Also, this caused a contact mark and the probe had a crack. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that an output error occurred (error code unknown) during a procedure. The user facility confirmed the tissue pad was peeled off after the event. The intended procedure was completed with another device. There was no patient injury reported.